Event description:
Event description guidant received information that this pacemaker which is still in the packaging and the quality seal intact, was found to be out of ship mode and at elective replacement time. The histograms show there are no time stamps present and the device is shown to be pacing at the lower rate limit. The field clinical representative called technical services to discuss this. The device has been warm enough for a long enough time that the battery should be valid and that would not explain why it is out of ship mode. The device has been returned for analysis. ,